Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 no external power events. A review of the log files revealed multiple backup battery count increases. It was reported that the patient's home did lose power one time and another time, the mobile power unit (mpu) cord came out of the socket when the patient went to go to the bathroom. There have not been more external power losses.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the low power hazard/no external power alarm was confirmed via log file analysis. The event log file captured low power hazard/no external power alarm events on january 2. According to the voltage values, both power cables loss power from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and continued to operate at the patient stored speed value (5,200 rpm). Power was restored from the mpu, and the alarm cleared after each event. This sequence of events is consistent with the loss of ac power while the controller is connected to the mpu. There were no other notable alarms active in the log file. Additional information communicated indicated the cause was related to user error and a loss of outlet power at the patient¿s home. The investigation is addressing the loss of power due to the disconnection of the mpu from the outlet. The product is not expected to return for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. The device history record confirmed the unit was packaged with the ac power cord with the v-lock feature. No further information was provided. The manufacturer is closing the file on this event.